Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3; reference MFR. Report#: 1627487-2018-09240, reference MFR. Report#: 1627487-2018-09241. It was reported the patient is experiencing overstimulation at the drg ipg site. The patient also stated she has fallen multiple times. Consequently, the patient will undergo surgical intervention to address the issue.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-09240, 1627487-2018-09241. It was reported that the system was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively. Issue resolved.